Manufacturer narrative:
Device evaluation: it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4) .

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 99% stenotic, de novo lesion was located in the moderately to severely calcified and moderately tortuous unspecified artery in the upper left arm. The physician advanced the 5.0x40/40 sterling balloon to the lesion and on the first inflation, inflated the balloon to 8 to 10 atms and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a non-bsc device. Pt status is reported as"good."